Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was found a string on the three lenses. The facility has collected the one string in a jar. Additional information has been received and stated that, the damaged optic was found during placement of lens and later it turns out to be a string which could not be removed from the optics during initial procedure. The string was scraped off the optic with a sweep. The lens remains implanted in the eye.

Manufacturer narrative:
The lens was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge an viscoelastic were indicated. The handpiece used was not provided. It is unknown if a qualified product was used. A root cause could not be determined for the reported material on the lens. No product was returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A qualified cartridge, handpiece and viscoelastic were indicated. The IFU (instructions for use) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On initial smdr 1 the evaluation method code 10 was an error. It should have been 4114 on the original smdr 1. The manufacturer internal reference number is: (B)(4).